Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an 8110 error code 500.5040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8110 error code 500.5040. Technical support - software: informed customer this is a software fault and they will need to flash the firmware. Customer does not have firmware so will send in for repair. Placed firmware request for customer. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - informed customer this is a software fault and they will need to flash the firmware. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that there was an 8110 error code 500.5040. There was no patient involvement.